Event description:
It was reported that approximately nine days post implant the clinic were unable to determine appropriate sensing and pacing on the leadless implantable pulse generator (ipg). It was also reported that atrial sensing setup was unsuccessful. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.